Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced phrenic nerve stimulation on all pace vectors caused by the left ventricular lead. The lead was explanted and replaced with an epicardial screw in lead to resolve the phrenic nerve stimulation. There were no patient symptoms associated with the procedure and the patient was doing fine in the recovery room.